Event description:
It was reported while using bd 7-in pressure rated set w/ maxplus there was blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: collar on male luer barely spins and does not pull back to expose male luer for secure IV connection. Nurses are having issues connecting to ivs and have experienced increase in blood exposure.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-nov-2022 h6: investigation summary 2 samples were received by the customer with the complaint of connection issues. The sets were tested multiple times by infusing saline solution while connected to other tubing and there were no issues noticed. The complaint can be verified but the root cause is unknown. The issue reported is likely due to a design change recently initiated by bd affecting this device. There are no device problem. A device history record review for model mp5303-c lot number 22099262 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10

Event description:
It was reported while using bd 7-in pressure rated set w/ maxplus there was blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: collar on male luer barely spins and does not pull back to expose male luer for secure IV connection. Nurses are having issues connecting to ivs and have experienced increase in blood exposure.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.